Event description:
It was reported that the right ventricular lead exhibited high thresholds and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID d164awg: implanted: (B)(6) 2007. Product ID 5076: implanted: (B)(6) 2002. (B)(4).